Event description:
Additional information received on 12/2005 indicates the patient's initial reported event had not resolved. The additional information received indicates the patient was re-hospitalized for acute renal failure and chf resulting in laser hydralazine and dialysis treatments. No additional information was available.

Event description:
Product complication: none. Time of complication: 1 month follow-up. Start and stop dates are unknown. Symptoms: unavailable at this time. Further investigation is being conducted when/if additinal information is obtained a medwatch report may be filed. It was reported that the patient has had problems with renal failure and congestive heart failure since discharge from the hospital. No mi had been diagnosed. The patient has begun dialysis. Follow-up with primary physician no neurological effects have occurred. Due to mulitple medical issue, the patient has declined neurology visit. Primary care physician is currently treating patient for congestive heart failure and renal failure. Patient has completed. Study